Event description:
It was reported that the coil prematurely detached while inserting into the catheter. The device was not used in the patient.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The tack weld on the pusher assembly was found broken. The broken tack weld likely caused the coil to detach.